Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm; model#: sc-2218-70, serial#: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients ipg had flipped when she turned over and was receiving overstimulation. It was also reported that the patient was in pain and ipg tore a muscle that hit the spine and bruised a bone. The patient underwent an explant procedure.